Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating. There was no reported impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy. In addition, it was reported that the customer received a power source alert after plugging the pump into computer usb port. The customer plugged the pump into a wall adapter. Reportedly, the alert cleared, and the pump successfully began charging after leaving the pump plugged into the power source.